Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they were in about 3 weeks ago to see their healthcare provider (hcp) and a manufacturer representative (rep) programmed a personal program for them. The patient stated when they got home they had to lower the stimulation quite a lot because it was bothering their leg again. The patient said they lowered the stimulation and it felt better, but then the next few days the stimulation started kicking up again in their hip and knee. The patient mentioned they had x-rays done and there was nothing wrong with the leg, so they were sure it was the stimulator. The patient asked if there was a default program they could put it on until they got to see the doctor again. The agent reviewed therapy information and general programming guidance with the patient. The patient was redirected to their hcp to further address the issue.